Event description:
Reporter indicated that there was a problem with the cord of his vns therapy programming wand. He reported having to "wrap the cord and turn the cord in different directions in order to communicate with a pulse generator." Wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue. Communication difficulties, was confirmed. The wand serial cable, which produced communication errors, had an intermittent conductors. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.